Event description:
It was reported to philips that the geometry movement was not functioning. The patient's examination was cancelled. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the issue happened during a diagnosis procedure which was aborted, and the examination was rescheduled for a later date. However, no harm to the patient or the user was reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed geometry-related problems. The cause of the failure of the smart drive could not be conclusively determined by the supplier's part analysis; however, the replacement of the defective smart drive and control rack cv resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.